Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that lost image occurred. During a percutaneous coronary intervention, an opticross¿ was used to view an unspecified lesion. It was reported that lost image occurred during the start of the procedure. Procedure was completed with another of the same device. No patient complications reported and the patient status is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
(B)(4). Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that a kink was observed in the imaging window assembly at 67.1 cm from femoral marker at the distal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core was found wound up at the hub shaft connector. It was also found that the imaging core or drive shaft was broken within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).